Event description:
It was reported that the mother of the pt suspects that the child was knocked by another student at school. The implant appears to have been displaced from its original place. The pt reports that he no longer has any hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.